Event description:
Reporter indicated a vns pt was experiencing increased seizure frequency and intensity. The vns is believed to be at end of service, and replacement of the vns generator is planned. It is unk if the increased seizures and intensity are related to the vns end of service condition or other factors. Attempts for further info are in progress.